Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 95% stenotic, severely calcified, 10 mm in length and was located in the mid-left anterior descending (lad) artery. The physician used a csi viperwire guide wire to access the lesion and then loaded the oad onto the guide wire. The physician performed one run at low speed from the proximal end of the lesion to the distal end of the lesion. A second run at low speed was then performed from the distal end of the lesion to the proximal end. At this point, angiography revealed a perforation in the lad. The physician removed the oad and advanced a second guide wire into the patient. A balloon was then advanced over the wire and inflated across the perforation for two minutes, but the patient became bradycardic. The balloon was removed and the physician deployed two stents across the perforation, but the patient status continued to decline. Cardiopulmonary resuscitation (CPR) was initiated and an echocardiogram revealed that the pericardium had filled with blood. CPR was continued for 45 minutes, but the patient expired. Additional information has been requested, but has not yet been received.